Manufacturer narrative:
B5: upon follow up, it was reported that "drugs were discontinued after onset of peritonitis". It was reported that the reason for discontinuation was "technique failure". The patient was shifted to hemodialysis (hd). No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for peritonitis. Nineteen days after event onset, the patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5 and b7. B5: upon follow up, it was reported that same day of peritonitis diagnosis the patient was hospitalized for 19 days. The patient was treated with vancomycin (1g, "st", discontinued after 11 days) and ceftazidime (1g, once daily, intravenous drip, discontinued after 19 days) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.